Event description:
It was reported that this right atrial (ra) lead was part of a pocket revision due to infection. The pocket site was very swollen and physician was afraid it was a hematoma. A pocket revision was performed and the pocket was cauterized, flushed with antibiotics and closed. There were no additional adverse patient effects reported. The ra lead remains in service.